Event description:
The pt reported, that her pump was intermittently unresponsive and exhibited a "rattle" when shaken.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.